Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) : the lead was partially returned in segments, analyzed and no anomalies were found. It was noted that there was blood/body fluid on all conductors (not obstructed), the outer insulation was melted, the inner insulation had cosmetic metal ion oxidation, the outer insulation had a cosmetic depression and there was apparent explant damage.

Event description:
The patient's spouse reported that the lead fractured. The lead was partially explanted and replaced. No patient complications have been reported as a result of this event. The patient's spouse further reported that the lead may have had a "fray" that was causing "noise". The device sensitivity had been adjusted until the lead was replaced.

Manufacturer narrative:
Asku

Event description:
The patient's spouse reported that the lead fractured. The lead was partially explanted and replaced. No patient complications have been reported as a result of this event.